Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Based on the collected message log information, aspiration profiles consistent with sample handling issues were noted. Siemens service engineer checked the instrument and did not find any mechanical issues with the instrument. The cause for the discordant troponin results is unknown.